Manufacturer narrative:
One 14.5f x 28cm hemo-flow pre-curved catheter was returned for evaluation. A visual inspection revealed the catheter to be intact and without defect. The cuff is located in the correct location on the lumen. The investigation could not determine the root cause for the failure. Excessive manipulation of the device, method of preparation, handling and/or cleaning of the product may compromise cuff adherence to the tissue. The report indicated that this patient had a history of an exit site infection which has the potential for increasing the risk of catheter dislodgement.

Event description:
Catheter fell out at patient's home.